Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample was evaluated and observed there was a tear at the upper part of sac collar that allowed water to leak out. Tear was examined under microscope and noted to be smooth. Inflate catheter with water and observed water leakage from tear area. A review of the manufacturing process indicates that the process can produce this type of defect. Based on the returned sample, it is confirmed as manufacturing related issue. A potential root cause for this failure could be due to bubble during dipping process/under size and low sac weight-too short pick-up. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting the foley catheter sterile water leaked from the balloon and a crack was found near the balloon. The inlet tube was cut, and the bag was discarded. The bd syringe was returned. Two leaflets with identical content were included with each returned item. To avoid confusion for the investigator, only one leaflet will be sent.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting the foley catheter sterile water leaked from the balloon and a crack was found near the balloon. The inlet tube was cut, and the bag was discarded. The bd syringe was returned. Two leaflets with identical content were included with each returned item. To avoid confusion for the investigator, only one leaflet will be sent.